Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Additional classification codes: hwc, hty, jdw. Implant date is unknown. Complainant part availability is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the shaft of the patient's implanted variable angle (va)-locking compression plate (lcp) condylar plate snapped. The patient then underwent hardware revision surgery on (B)(6) 2018, where the broken plate was removed easily and replaced. There was no patient information reported. It is unknown if there was surgical delay and what the patient outcome was. No additional information available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the shaft of the patient's implanted 4.5mm locking compression plate (lcp) condylar plate snapped. The patient then underwent hardware revision surgery on (B)(6) 2018, where the broken plate was removed easily and replaced with a variable angle (va) lcp condylar plate. It is unknown if there was surgical delay and what the patient outcome was.